Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 64 mm diameter abdominal aortic aneurysm. It was reported that during the one year follow up the CT showed there was a proximal type I endoleak. The patient will be monitored. The physician stated the cause of the endoleak is unknown. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Event description:
The patient received an intervention where the type ia endoleak was resolved with 10 aptus endoanchors and an endurant aortic cuff. The patient is doing fine.

Event description:
Additional information was received for this case. The physician stated on the day of the secondary procedure that the cause for the type ia leak was from continued neck dilation after evar.